Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: analysis of the returned device identified: fold creases, stress marks, broken shell with striated edge, sharp opening in the same location of crease, around 0-25% of the shell is missing, wear abrasion, nicks with striations, curved opening with striated edge and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage. A sharp crease opening assessed as fold flaw opening. Missing shell that is assessed as inconclusive. A curved striated opening assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported removal due to suspicion of textured implant. Healthcare professional additionally reported device was not textured and ruptured. Device has been explanted. This record is for the left side.